Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (damage prior to tactile change) issue. It was reported that down button was peeling and unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the keypad was found to be completely peeled off the pump. During testing, the down arrow and ok keypad buttons were found to be intermittently unresponsive. The up arrow and contrast keypad buttons were found to be unresponsive. The up arrow, and down arrow and ok button contacts were found to be inverted. The contrast button contact was missing from the pump. There was evidence of contamination found on all keypad contacts. Unrelated to the complaint, evaluation revealed that the display screen was dim and discolored. Also unrelated to the complaint, evaluation revealed that the battery compartment was cracked extending from the finger pad to the case seal. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.